Event description:
It was reported that during an attempt to cross a chronically totally occluded lesion in the right popliteal, the tip of the guide wire separated. An attempt to snare it was unsuccessful, and the patient was sent to surgery to remove the separated portion and bypass was also done to treat the lesion. No additional information was provided.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/21/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.